Event description:
It was reported that the customer received the no delivery alarm several times. The customer also experienced high blood glucose levels. The customer stated that they changed several infusion sets, and the alarm still occurred. The customer stated that when changing the pump with the same infusion set, everything was fine. Advised the insulin p[ump would be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a small crack on the reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).